Event description:
It was reported that pump generated repeated cartridge alarms that did not occur during the loading process and had been seen with consecutive cartridges. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged replacement pump.